Manufacturer narrative:
An event of device deformity during deployment and heart block was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. It was indicated that there were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The correct size delivery system was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Received image appeared to show occluder in cobra deformation. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 9mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 7f amplatzer trevisio intravascular delivery system. During the procedure the device took on a cobra shape when opened in the left atrium. The device was removed from the patient and the device was corrected back to its original shape before bring re-inserted into the patient. During implant the device took on a cobra head shape again. This was repeated 1 additional time with the same results. After the second deployment attempt the patient went into heart block. The device was never released from the delivery cable. The device and delivery system were both removed from the patient and the heart block resolved on its own. A new 10mm amplatzer septal occluder and unknown delivery system were used. There were no interactions with cardiac structures. There were no angulations nor kinks noted on the delivery system.

Event description:
It was reported that a 9mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using an unknown 7f amplatzer trevisio intravascular delivery system. During the procedure the device took on a cobra shape when opened in the left atrium. The device was removed from the patient and the device was corrected back to its original shape before bring re-inserted into the patient. During implant the device took on a cobra head shape again. This was repeated 2 additional times with the same results. The device was never released from the delivery cable. The device was removed from the patient and replaced with a 10mm amplatzer septal occluder. There were no interactions with cardiac structures. There were no angulations nor kinks noted on the delivery system. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.